Manufacturer narrative:
The referenced previous pump exchanges were reported under medwatch MFR report #s 2916596-2015-01457, 2916596-2017-01068, and 2916596-2017-01493. The referenced report of the infection was reported under medwatch MFR report # 2916596-2017-01746. Approximate age of device - 3 months. Device evaluation: the device was returned assembled with the driveline (dl) severed approximately 1¿ from the pump housing. The remainder of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow elbow was returned attached to the pump¿s outlet port and the distal side was covered with a silicone cap. The sealed outflow graft was returned detached from the outflow elbow. The sealed outflow graft bend relief and bend relief collar were not returned. The device appeared to have been exposed to a fixative agent prior to return for evaluation. Upon disassembly of the device a large, flat, tissue-like deposition was observed between two of the rotor blades and a smaller deposition was observed partially obstructing another rotor vane. The large, flat deposition showed areas of denaturation, which suggests that it had been present for an undetermined amount of time while the device was supporting the patient. The ring-like structure of the denatured portion of the deposition suggests that it potentially, originally formed on the inlet bearings before breaking off and getting ingested into the rotor; however, the specific cause for its development could not be conclusively determined. Further analysis revealed small, soft, tissue-like depositions surrounding the bearing ball within the proximal-side of the outlet stator. These depositions were similar in color to the larger depositions found on the rotor, suggesting that they were likely a single formation before breaking apart and lodging in the outlet stator. The lack of laminated layering and lack of denaturation indicates that they were not present in the pump for an extended period of time while the device was supporting the patient. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions or similar depositions were in the pump or passing through the pump during operation, they could have potentially contributed to the reported symptoms of lvad thrombosis. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) ) on (B)(6) 2017. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to suspected pump thrombosis. The patient has had three previous pump replacements due to hemolysis and pump thrombus and complicated by a chronic staph epidermidis pump and driveline infection. The patient was listed for transplant but could not wait any longer for a suitable donor. A preoperative transesophageal echocardiogram performed on (B)(6) 2017 revealed an ejection fraction of 25 percent, moderately dilated left ventricle with severely decreased global left ventricular systolic function on vad support. Intraoperatively the patient¿s aortic valve was closed due to moderate aortic insufficiency. No additional information was provided..